Event description:
It was reported that during the ablation procedure the irrigation tubing detached from the handle of the cool path ablation catheter. While using the catheter, the pump alarmed with an "occlusion error". The physician manipulated and twisted the catheter while attempting to reconnect the irrigation tubing and the tubing detached from the catheter handle. There were no consequences the patient.

Manufacturer narrative:
(B)(4). Visual inspection of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. (B)(4). Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor in order to prevent potentially defective tubing from being utilized during the manufacturing process, (B)(4).